Event description:
Olympus (ofr) was informed by the customer that the high definition autoclavable camera head reportedly had a "display of error code e315" during an unspecified event. No patient injury or harm was reported to olympus. The camera was returned to olympus.

Manufacturer narrative:
The device was returned to the regional repair center (ofr) for evaluation. The customer's reported issue was confirmed the inspection found no image from the camera due to a broken connector and many connecting pins are damaged. Additionally, the camera has humidity and corrosion on the coupler. The camera was last serviced via cable repair/exchange in (B)(6) 2020. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The specific root cause of the broken connector and damaged connecting pins could not be determined at this time. The event can be prevented by following the instructions for use which state: ¿turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.